Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the permanent cautery hook (pch) instrument sparked during energy activation. The surgeon used the instrument properly but there was fire seen on the tissue. The arc grounded between the tips of the instrument and tissue. The tip of the instrument was in contact with tissue when the incident occurred. There was no collision of the instrument with other instrument/tools during the procedure, no contact with staples/clips/sutures when energized, the tips were not immersed in liquid or contaminated by carbonized tissue. The burnt tissue was around the pancreatic gland and charred black. The charred tissue was tissue that was planned to be resected as part of the procedure and there was no additional resection of tissue required. A backup instrument was used, and the procedure was completed. There was no bleeding seen due to the incident and no post-operative complications. The generator used for the procedure was a force triad and the energy level setting was less than 40. Demographic information was enquired but not provided. The logs show no usage on the reported event date. Additional follow-up was conducted to clarify the event date, but the customer could not confirm the event date of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery hook instrument lot # n10200211 / sequence 0136 associated with this event has been performed. Per logs, there was no recorded usage of the instrument on the reported event date of (B)(6) 2021 on system sk3599. The logs indicated that the instrument was used thrice. First on (B)(6) 2021, then on (B)(6) 2021and lastly on (B)(6) 2021 on system sk3599. The instrument has 7 remaining usable lives with no subsequent use recorded. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: it was alleged that the instrument arced/sparked/smoked. The allegation could be related to the potential for electrical discharge at a location other than intended. The arcing of the tissue caused tissue charring. The burnt tissue that was resected was planned to be removed as part of the procedure. There was no additional resection of tissue.

Manufacturer narrative:
Product evaluation information can be found in h6 and h10. On 23-feb-2022, intuitive surgical, inc. (Isi) received the following additional information about the reported event: the instrument was used in a cardiac procedure. Video/images of the procedure are not available to isi for evaluation. The follow-up information was obtained from the operating room (or) nurse. D14 - in addition, isi has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported. The electrical continuity test passed. No thermal damage was observed on the instrument. The instrument was placed on the system and tested for energy activation. No faults or error messages appeared during in-house testing. A grounding pad with a wet sponge began to smoke when the energy pedal was pressed. Steam generation from the sponge indicated active power and a complete circuit. The instrument was ready for use. No unintended energy or inadvertent arcing occurred. There was no loss of power or intermittent energy observed. One side of the distal clevis ear was removed, and the silicone potting did not appear to be compromised. The conductor wire was not damaged around the weld location. There was no problem detected that was related to the reported event. An additional observation that was not related to the complaint was also identified. The instrument was found to have a dislodged flush tube at port #1 which could freely move within. The tip of the flush tube was found to be damaged from being exposed. The root cause of a dislodged flush tube is attributed to mishandling/misuse.